Manufacturer narrative:
Additional information was received indicating the initial report was erroneous in stating that the valve was replaced. The valve was considered for valve-in-valve replacement due to stenosis; however, the patient declined in proceeding with intervention due to poor health. No intervention has taken place and no further adverse patient effects were reported.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that approximately 3 years post implant of this bioprosthetic valve, it was replaced valve-in-valve for reasons unknown. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.